Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addrl1, ipg implanted: 2011 (B)(6). (B)(4).

Event description:
It was reported that the atrial lead did not capture at max output and had noise. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.